Event description:
It was reported that the intraocular lens (iol) was defective and was removed from the patient's left eye during the initial procedure. Another lens of different model with same diopter power was used as the replacement iol. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Pt. Info: asku. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: apr 7, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed and revealed that the lens was cut in half. The lens was cleaned and visually inspected under magnification and a tear on the optic body could be identified near the cut. Due to the returned condition of the lens (cut in half) no further product evaluation can be performed. Conclusion: the reported complaint issue was not confirmed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.